Event description:
It was reported to philips that the system displayed the message that the image disk space was too low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed after customer deleted some patient images. Philips field service engineer (fse) checked the device on site and confirmed the reported problem. After reviewing the log, fse found insufficient free space. Fse checked ippc and found the hard disk was defective. To resolve the problem, fse replaced the hard disk. After the repairs were completed, the system was confirmed to meet specifications and returned to use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.